Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc winged unit from lot number 4123611. The unit was received with only the catheter, and it appeared to have media indicating use. Further microscopic analysis confirmed that the catheter tip was missing. It appeared to have been cut by a sharp object based on the pattern of the cut. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the sample exhibited evidence of use, it is possible that the tubing was damaged during the insertion process; however, there were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Additional information received. Serious injury confirmed. See b, e/f codes updated, and type of reportable events updated.

Event description:
1. How was the catheter removed from the arm? Surgery. 2. What tests were done to confirm the catheter remained in the arm? Ultrasound and x-rays. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Pain.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Batch number [4123611] was not found for material number [382633].

Event description:
It was reported that bd. The following information was provided by the initial reporter: catheter tip broke off into left arm.